Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a pocket infection occurred. The patient reported applying antiseptic spray to skin closure glue resulting in breakdown of the glue. Subsequently the wound opened up and infection resulted. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.